Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon was able to retrieve the component and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.